Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the electrode and ceramic detached from the jaw and active rod as one piece returned. In addition, the upper jaw was damaged at the proximal side. No damaged to the I-blade was observed. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: there is insufficient evidence related to what caused the damage to the electrode ceramic. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2021.

Manufacturer narrative:
Pc-(B)(4). Batch # u9390d. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that titanium tip was broken during procedure. The breakage piece was retrieved by forceps and was discarded. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.